Event description:
Follow-up information revealed the patient continues to experience pain at the ipg site with stimulation turned on or turned off. However, no surgical intervention will take place at this time.

Event description:
It was reported the patient is experiencing pain at the ipg site. Subsequently, the patient will undergo surgical intervention as the next course of action. The event date is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention where the ipg site was relocated. It was also noted the physician electively explanted and replaced the patient's ipg with a different model to take advantage of newer technology. The patient is no longer experiencing pain at the site and the issue is now resolved.

Manufacturer narrative:
This ipg serial number was included in a field advisory. UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.